Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an umbilical vessel catheter. The customer reports that after the catheter was placed, it was discovered that the hub was cracked. The catheter was pulled and replaced with a new catheter. No additional medical intervention was required beyond replacing the catheter. The customer stated that there was no impact to the pt in connection with this incident.

Manufacturer narrative:
Submit date: (B)(6) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.